Manufacturer narrative:
No further info was provided. A supplemental report will be reported once the manufacturer¿s investigation is completed.

Event description:
It was reported that there were complaints of low flow alarms at random times. The patient had feelings of dizziness and fatigue. The patient's mean arterial pressure's (map) were usually 90-110 baseline. The patient was admitted for an echocardiogram (echo) and the computed tomography angiography (cta) for suspicion for obstruction. The log captured several low flow events with flow noted as low as 1.7 lpm and the estimated flows hovering mainly around the 2.4 to 2.5 lpm range. Pulsatility index (pi) values were slightly variable and in the 3-5 range. It was said when a clinical suspected volume or pressure concerns, the pi were typically on the high end unlike in this case.